Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose 120 mg/dl. The customer¿s blood glucose level was in the range of 300 to 500 mg/dl. The customer treated manually. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08690 inches. No unexpected alarms noted during testing.